Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please clarify, what did you mean by "the connector malfunctioned and did not snap"? They couldn¿t get the tip off to change to the lap tip. They said it was stuck on and wouldn¿t come off. 2. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not a new user, have used several times. 3. How many times have they applied the laparoscopic tip? Several 4. Was a sales representative present during the case when the issue was experienced? No 5. What is the lot number? Na 6. Was any leakage or product solution observed at the luer locks connection? Na 7. Were there any unexpected outcomes or complications as a result of the event? No 8. Are there pictures of the damaged device available? No this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown date and hemostatic agent dual applicator device was used. During the procedure, the connector malfunctioned and did not snap. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 6. Component code. Additional information: institute grifols, s.a. Upon receipt of the reported incident, additional information was requested to support the investigation, including the batch number of the affected unit; clarification of the reported event, the user's experience with the product; whether any leakage was observed; and the availability of pictures or the affected device. The following additional information was received: it was not possible to remove the tip in order to replace it with the laparoscopic tip, as it appeared to be stuck and could not be detached. The user is not new to vistaseal and has used the product on several occasions prior to this event. No unexpected outcomes or complications were reported as a result of the event. No pictures of the damaged device are available. Due to the absence of essential information such as the batch number and the unavailability of the device or photographic evidence of the device, ig has been unable to perform a proper investigation. Based on this, we proceed to close the complaint. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.